Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing. When the customer attempted to resolve the issue by straightening the tubing, the cartridge tubing separated from the cartridge. An infusion set change was performed resolving the issue. Customer¿s blood glucose level was 122 mg/dl.